Event description:
It was reported that a 190 balance middle weight (bmw) guide wire was pre-loaded into the over the wire mini trek dilatation catheter (dl). Both were advanced through the guide catheter to the mildly tortuous, proximal diagonal coronary artery. The mild to moderately calcified lesion was pre-dilated with the mini trek. In an attempt to remove the balloon catheter, a technique called "hydrogliding" was implemented. The balloon was inflated to 10 atmospheres. The physician placed gentle force on the balloon catheter, expecting the mini trek catheter to remove via "hydrogliding", a pressure difference, while the bmw remains in the vessel. However, during the expected mini trek removal, both the bmw and the mini trek stuck together. Both the mini trek and the bmw were removed as a single unit. The patient was re-wired and a xience stent was implanted without reported issue. There were no adverse patient effects and there was no clinically significant delay. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Patients exact weight was not known and estimated as (B)(6). The device was returned for evaluation. The reported difficulty was not confirmed. There was no damage noted to the balloon catheter. Based on visual, dimensional and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Because it was reported that the balloon dilatation catheter was retracted prior to the balloon fully deflating, it should be noted that the trek rx instruction for use, preparation for use section of mini trek ii otw instruction for use, preparation for use section: do not advance or retract the catheter unless the balloon is fully deflated under vacuum. If resistance is met during manipulation, determine the cause of the resistance before proceeding. Continuing to advance or retract the catheter while under resistance may result in damage to the vessels and /or damage / separation of the catheter. It is unknown if the IFU deviation contributed to the reported difficulty. Based on the information reviewed, there is no indication of a product deficiency. The bmw universal ii device, referenced, was filed under a separate medwatch manufacturer report.